Manufacturer narrative:
The reporter informed the company that the product can't be returned.

Event description:
Jabbed upper lip and created a hole, puncture in upper lip [lip injury]. Brush head came off the handle [device breakage]. Case description: consumer called stating the brush head came off the handle. No serious injury was reported.